Manufacturer narrative:
Additional info received on april 8, 2019 from the agent: at (B)(6) 2019 no revision surgery has been scheduled yet. Batch review performed on 08 april 2019: lot 164092: (B)(4) items manufactured and released on 29-sep-2016. Expiration date: 2021-09-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: two years after total knee replacement, the patient was complaining about pain. No information concerning patient age, gender, bmi and general health status is available. We were not informed of the method used to diagnose a tibial mobilization; no revision surgery has been scheduled and therefore to date we have non positive confirmation of the mobilization diagnosis nor any basis to perform an investigation.

Event description:
On (B)(6) 2019 we were informed about a revision surgery that will be necessary for the patient due to knee aseptic loosening. More info will follow the case.